Event description:
It was reported that (1) lcsc1 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the harmonic scalpel was used at beginning of case. The device seemed sluggish. The device began having minimal tissue effect. The handpiece was traded out, no change was noticed. A new blade was used and the procedure was completed. Another blade (lcsc5) was opened to test handpiece. There was no consequence to the pt.